Event description:
Reference number (B)(4) event took place in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. Between (B)(6) 2024, and (B)(6) 2025, a patient reported an incident where the infusion set tubing became detached from its connector. The exact date of the occurrence is uncertain, as the patient couldn't recall the specific timing. The infusion set had been in use for a period ranging from 12 hours to 2 days when the issue arose. To address the problem, the patient replaced the infusion set, which allowed them to successfully resume insulin delivery. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated has been evaluated. The lot 6009009 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to with wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test static pull of the tubing-tubing connector 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing the lot 6009009 was manufactured according to the wi version 116 and manufactured in the line 4, on 06/sep/2024, with a total of 29,400 units.ured in the line 8, on 02/may/2024, with a total of 29,400 units. Gluing of tubing gluing of tubing the lot 4h04557 was manufactured according to the wi 4905506 version 07 gluing of tubing in the machine itl01, on 06/sep/2024, with a total of (B)(4) units. The lot 4h04560 was manufactured according to the wi 4905294 version 65 gluing of tubing in the machine sc03, on 05/sep/2024, with a total of (B)(4) units. The lot 4h04559 was manufactured according to the wi 4905294 version 65 gluing of tubing in the machine sc04, on 04/sep/2024, with a total of (B)(4) units. The lot 4h04561 was manufactured according to the wi 4905506 version 07 gluing of tubing in the machine itl01, on 07/sep/2024, with a total of (B)(4) units. The lot 4h04556 was manufactured according to the wi 4905294 version 65 gluing of tubing in the machine sc08, on 07/sep/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database on 25/mar/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6009009 and no other complaint has been registered in database for the same lot 6009009 and malfunction code. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.